Event description:
When the physician used the subject device during a laparoscopic low anterior resection, the nurse found the chipped ptfe pad. There was no pt harm reported. It was not known when the pad chipped. The user facility conducted the irrigation of the pt body cavity after the procedure.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for eval. The evaluation confirmed that the ptfe pad was partially chipped and there was a scratch of the side surface of the jaw at the chipped point of the pad. The mfg history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, the ptfe pad was presumably chipped due to activating output with grasping clips or forceps, or contact with hard objects during cleaning. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and described how to deal with when an irregularity is found.